Event description:
Information was received from an unknown caller at the patient¿s long-term care facility and a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having trouble with their device. Yesterday, the patient was charging right on the skin. After a few minutes the patient was crumpled over in pain and crying. The patient went to the emergency room and was given ibuprofen and a narcotic. An x-ray was taken in the ER and everything looked fine with no broken wires. The pain was at the ins site on (B)(6) 2016. It was requested for a manufacturer representative to check the device at the nursing home where the patient lived. On (B)(6) 2016, a call was made to a family member of the patient. The family member stated that they did not have a manufacturer representative go to the nursing home. The nurse suggested that the patient wear sweatpants instead of jeans as they thought the tight jeans and wide leather belt was what was causing the patient¿s discomfort. Since the patient switched to wearing sweatpants they had not had any more pain or difficulty. The device had since been charged and the patient had not complained of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.